Manufacturer narrative:
Review of the data provided identified that a total of 5 runs generated potential flub false positive results. Analyzer was returned and will be sent to the repair depot for service. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results with cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. In the initial test with the cobas liat, the sample generated negative result for sars cov-2; positive results for flu a and flu b . Retesting of the same sample on a competitor platform; the panther system generated a negative result for sars-cov-2, influenza a/b. The customer mentioned there were 4 to 5 samples showing these results. However, although requested, no sample ids or data details were provided. There were no harm or injury to patient associated with results reported to the provider.

Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).